Event description:
As reported, the swan ganz catheter ruptured while in the patient. When removing the catheter it was "ruptured" and couldn¿t be released even after a gentle pull. While gently pulling, the catheter ruptured and its distal section remained in the patient. No patient complications noted.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
The device was not returned for evaluation; hospital policy will not allow for the return of the device at this time. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A supplemental report will be forthcoming with the device history review.